Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that, "after seating the rod with the rod fork the surgeon noticed that the head of the screw was disassembled from the screw itself. Surgeon removed the affected screw and replaced it with another screw of the same size. "

Manufacturer narrative:
Method: visual inspection, functional inspection, device history review, and complaint history review. Results: visual inspection: the tulip was found disassembled from bone screw. Significant damages were found on the bone screw head and clip inside tulip. They are most probably occurred during tulip disengagement. The screw was once tightened as the mark of rod on cylindrical part of bone screw head evidences. Based on location of the mark it is concluded that the screw was implanted at maximal angulations. Functional inspection: not applicable as tulip of screw is disengaged from the bone screw. Device history review: manufacturing files were reviewed for all lots involved in assembly of this product including tulip, bone screw, and retainer clip. No nonconformity linked with reported event is found during manufacturing. Complaint history: in total since 2008 (brand launch) to 16-feb-2013 we have received and confirmed (B)(4) tulip disengagement issues involving 54 xia 3 titanium polyaxial screws. Conclusion: at reception of the involved screw, the reported failure was confirmed. Screw head is found separated from the bone screw. The deformations observed on the bone screw head (the border of the semispherical part) suggest about application of the significant load (possible application of cantilever load during use of the rod fork). In addition, the screw was inserted into a bone at maximal angulations (conclusion done based on the shape and location of the rod mark on the cylindrical part of the bone screw). This can be a contributing factor that led to screw disengagement.

Event description:
It was reported that, "after seating the rod with the rod fork the surgeon noticed that the head of the screw was disassembled from the screw itself. Surgeon removed the affected screw and replaced it with another screw of the same size. "